Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that there was no information regarding the explant date of the pump and if the removal of the pump resolved the issue. The pump model and serial number were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that on (B)(6) 2025 the patient had a pus-like exudate that was found coming from the abdominal wound and the patient visited the hospital for medical consultation. The pump was exposed from the abdominal pump incision site. After consulting, it was decided that continuing treatment would be difficult, and the patient was admitted to the hospital on (B)(6) 2025. The dosage was gradually reduced, and the itb pump system was scheduled to be removed on (B)(6) 2025. No further information was reported.